Event description:
It was reported that the customer had an insulin gauge issue. There was no reported impact to customer's blood glucose. No additional patient or event information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received on december 7th, 2022, stating that further troubleshooting was performed, a new cartridge was loaded, and an accurate fill estimate was obtained. No further fill estimate issues were experienced. Additionally, no alerts or alarms were found in the pump history to indicate a pump failure.